Event description:
Customer called on (B)(6) 2012 reporting that the complete blood count (cbc) parameters including white blood cell (wbc), red blood cell (rbc) and hemoglobin (hgb) obtained on the beckman coulter coulter lh 750 hematology analyzer were not reproducible when results were rerun on the same instrument and a backup lh750 for two patient samples. Customer stated that no instrument-generated flags were indicated for the results obtained for the two patients. Upon review of the instrument printouts provided, it was noted that the variability was observed for patient 1 in run 2 with higher wbc, rbc, hgb, hematocrit (hct), mean cell hemoglobin (mch), mean cell hemoglobin concentration (mchc), and platelet (plt) results obtained when compared to run 1 and run 3 (backup instrument). Run 2 for patient 2 demonstrated higher wbc, rbc, hgb, hct, mch, mchc, and plt results while run 3 demonstrated lower wbc, rbc, hgb, hct and mch and mchc results when compared with the remaining runs 1,4, and 5 (backup). The results obtained from the backup lh750 instrument were considered correct and reported out of the lab. The erroneous results were not reported out of the lab and there was no affect to patient treatment. Please see attachment for both patients' test results. Field service engineer (fse) was dispatched and observed that both wbc and rbc diluent dispensers were pulling in bubbles. Fse proceeded to replace the rbc and wbc dispenser and repairs were then verified as per established procedures. Root cause was attributed to the wbc and rbc diluent dispensers which were not functioning properly.

Manufacturer narrative:
Results: wbc and rbc diluent dispensers were not functioning properly.